Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: failure to cross with the graftmaster; remains in pt at unintended site/required second device. Device issue: failure to cross. It was reported that a vision stent was implanted and a perforation was observed in the right coronary artery (rca). A jostent graftmaster 4.0 x 16 mm was used as treatment; however, it would not cross and was removed. Another graftmaster 3.0 x 16 was used and an attempt was made to insert it but it was unable to cross as well and was implanted proximal to the perforation site, at an unintended site. A maverick balloon catheter was then used to seal the perforation. Protamine was also administered to the patient. No additional event or patient information is available.

Manufacturer narrative:
The multi link rx vision was filed under MFR# 2024168-2008-00728. The 4.0 x 16 graftmaster is being filed under a different MFR#.